Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room with a blood glucose level (bg) of 68 mg/dl and after experiencing a seizure. Customer consumed carbohydrates in attempt to address their bg. Customer was treated in the ER with intravenous fluids of saline. Customer was released from the ER later the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and verified that the pump was operating as intended. Customer continued to use the pump for insulin therapy.